Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as 2134265-2011-05203 and 2134265-2011-05204. It was reported that following a coronary stenting treatment procedure the patient experienced a myocardial infarction. Lesion 1 was a long, bifurcated lesion located in the proximal left anterior descending (lad) artery extending into the mid lad with 90% stenosis and was 28 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 x 28 mm taxus element stent overlapped proximally with a 3.00 x 12 mm taxus element stent. Following post-dilatation residual stenosis was 5%. Lesion 2 was an ostial lesion located in the proximal lad with 70% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement of a 3.50 x 12 mm taxus element stent with 0% residual stenosis. Post index procedure, the patient had elevated troponin values. The day after the index procedure, the patient experienced cardiac enzyme elevation and an the patient experienced a myocardial infarction. Peak ck-mb = 12.4 ng/ml, uln= 5.0 ng/ml, peak troponin = 2.81 ng/ml, uln= 0.78 ng/ml. No action was taken to treat this event and the patient did not experience any ischemic symptoms. The patient was discharged the next day on aspirin and clopidogrel.